Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and did not meet functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment and on coils. Internally, no signs of foreign substance, burning, were observed. Battery fluid was observed on returned batteries. Upon investigation, it was found that a battery was installed backwards in the battery compartment. Additional testing confirmed that batteries may leak when the battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 03/13/2018 to report a situation that occurred while pumping with her purely yours ultra breast pump on (B)(6) 2018. She stated hearing a loud pop from inside the pump base battery compartment while pumping on battery power. She reports black fluid leaked from the battery compartment. Her hands came in contact with the fluid however she washed them immediately. Customer reports she did not get burned in this event. A replacement purely yours ultra breast pump was overnight shipped to this customer.